Event description:
A malfunction alarm, identified as malf 12, was reported by a distributor in denmark. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy. Technical support arranged for a replacement pump to be shipped, instructed the caller on how to put the faulty pump into storage mode, and provided a pre-paid label for the return of the problematic pump within 10 days.